Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent emergent endovascular repair of a left common iliac artery aneurysm rupture using two gore® excluder® aaa endoprostheses. According to the report, the proximal portion of the ipsilateral leg (rlt231216j/15432360) was slightly compressed by the contralateral leg component. No corrective action was taken, and the physician elected to monitor the issue. The rupture was resolved and the patient tolerated the procedure. On (B)(6) 2018, the patient underwent a re-intervention procedure to repair an unrelated issue. The physician elected to also repair the stenosis of the proximal portion of the ipsilateral leg at this time. An excluder® iliac extender component was deployed around a flow divider of the trunk-ipsilateral leg component. Patency of the ipsilateral leg was reportedly improved. The patient tolerated the procedure.